Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has experienced some low blood glucose events where she has gone down to 20 mg/dl. The customer stated she is a brittle diabetic and has fewer lows now than before using the insulin pump. The customer also reported having variations with the blood glucose level and sensor glucose readings. She would have a difference of 100 mg/dl or more. She stated that this must be due to being a brittle diabetic. Customer declined transfer for troubleshooting.